Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history review could not be completed as no batch number was provided. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that thread-like foreign matter was found on the unspecified bd¿ syringe's needle before use. As reported by the customer, ""customer reports seeing threadlike piece on syringe needle when she's ready to load a new cartridge. Cts advised it was okay to use syringe as it will not affect insulin delivery once loaded in the cartridge. Customer reported throwing away previous supplies due to the same issue in the past. Cts to send replacements to maintain customer satisfaction. Customer acknowledged."